Event description:
A surgeon reported the haptics of the intraocular lens (iol) did not deploy properly during implantation. The patient experienced a capsular tear and vitreous loss. The lens was implanted in the sulcus. In a follow-up with the surgeon, he states the lens is now decentered. Additional information has been requested.

Manufacturer narrative:
The product has not been returned for evaluation; the device remains implanted. Additional information has been requested.